Manufacturer narrative:
(B)(4). The device was not returned; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was reported to be infection, multiple heart problems, and other unspecified problems. Twenty-seven days prior to the event, the patient was hospitalized due to an infection, heart problems, and other unspecified problems. The patient remained hospitalized until the time of death. It was not reported if an autopsy was performed. Dianeal therapy was reported to be ongoing at the time of death, but it was unknown if therapy was being performed with a baxter device at the time of death. It was reported that the patient was using a facility-provided homechoice device during the hospitalization. No additional information is available.

Manufacturer narrative:
The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, or use related events that would cause or contribute to the reported problem. A review of the device history record revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing; however, failed the functional testing. The rite failure (referenced in cmplnt (B)(4). ) would not have caused or contributed to the reported difficulty. Once made operational, the device passed all testing pertaining to accuracy confirmation and temperature verification. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.